Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b003013n31, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient had been experiencing withdrawal for about a week. The patient had headaches, shakes, overheating, diarrhea, throwing up, a "full blown withdraw". An MRI was being done to scan for a granuloma or broken catheter. The patient was scheduled for a dye study on (B)(6) 2014. The device system was delivering clonidine and morphine. It was later reported that the MRI and dye study were done. The catheter had a break/tear/hole ¿back where device to spine¿. The catheter was revised. The patient recovered without permanent impairment.